Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue but it recovered by reboot. The problem did not re-occur. The display unit was replaced. No report of patient involvement. (B)(4). (B)(6).

Event description:
The hospital reported that they were not able to use the system due to a functional failure. There was no report of patient involvement.